Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported, the device was in back up mode. Technical support was contacted and noted the back up mode was due to event queue overflow. Technical support recommended reprogramming to resolve the event. The device was reprogrammed. There were no patient consequences.